Event description:
Clinicians were attempting to defibrillate a patient (age unknown) but the device failed to discharge and displayed "defib fault 78" and "bridge test failed" messages. The patient subsequently expired.